Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that a couple of weeks ago the patient increased the amplitude. Now, since they made the adjustment, it was pretty uncomfortable and they want to change the program. Patient doesn't know how to do it. Patient is really hurting over the area where the battery was changed out. Patient thinks it is because it is still healing. The reason they increased the stimulation to where it was hurting was because it wasn't working at the lower level. The hurting has been going on for two weeks. Agent asked when they started not having relief of symptoms and they said maybe around the same time the hurting started. It was noted that the patient is a very thin person. The doctor put the new stimulator in deeper than it was with a prior implant. Patient doesn't have much "back there". Patient has an appointment with their doctor in a couple of weeks. Agent walked patient through changing to a different program. Patient switched to a different program and left it at a lower level. Patient said it felt better but was going to leave it low until they talked to the doctor. The patient was redirected to their doctor if the issue persists. Additional information was received from the healthcare provider (hcp). They had a revision on (B)(6) 2023 to move the battery to the opposite side because of pain at the previous site. They currently had a functioning device.